Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, the valve was unable to be fully aligned on the commander delivery system during fine adjust. There was approximately 1mm of space before the distal marker band. During valve deployment, only the distal portion of the balloon was filled which created a cone. As a result, the valve was unable to be deployed in the annulus. The valve was pulled back into the thoracic aorta and deployed. A second valve was prepped, and it was able to be implanted successfully in the native annulus. It is believed that the native annulus was more fibrotic than calcified which created more of a challenge to deploy the valve as the valve could not anchor onto any calcium.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed the inflation balloon was unpleated with no damage and there were gouges present on the flex tip. Functional testing was also performed. The balloon shaft was able to be pulled to the warning marker with slight resistance. The delivery system was able to lock, and full fine adjustment was able to be utilized with no abnormalities observed. Measurements were taken of the locknut/collet force and found the returned device met specification. Imagery was also provided for review. Review of the imagery revealed tortuosity present within the patient's thoracic aorta and access vessels. The transcatheter heart valve (thv) was observed positioned in the annulus and not properly aligned between the valve alignment markers. Additionally, an asymmetrically expanded thv was observed retracted into the descending aorta. The thv was observed at the triple markers and proximal to the proximal valve alignment marker. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, it warns to not position the transcatheter heart valve (thv) past the distal valve alignment marker as this will prevent proper valve deployment. If valve alignment is not performed in a straight section of the vasculature, there may be difficulties performing valve alignment which may lead to delivery system damage and inability to inflate the balloon. If excessive tension is experienced during valve alignment, reposition the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. The IFU/training manuals also notes that if there is a gap between the thv and distal valve alignment marker, this may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. In addition, prior to valve deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve alignment difficulty or inability during fine adjust and valve not aligned between the markers and deployed were confirmed based on evaluation of the provided imagery. However, no manufacturing non-conformances were identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU and training manuals revealed no deficiencies. As reported, "the valve was unable to be fully aligned on the commander delivery system during fine adjust. There was approximately 1mm of space before the distal marker band. During valve deployment, only the distal portion of the balloon was filled which created a cone. As a result, the valve was unable to be deployed in the annulus. The valve was pulled back into the thoracic aorta and deployed." Per review of the imagery provided of the patient's anatomy, tortuosity was present within the patient's arterial anatomy. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of the tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommendation as instructed in the IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align the valve over the inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. Although it was reported that valve alignment was performed in a straight section, it is still possible that valve alignment was performed in a tortuous (non-straight section) vasculature. This can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip, as evidence by gouges on the flex tip. If the transcatheter heart valve (thv) is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (high alignment forces) may have contributed to the event. Review of the provided imagery also revealed the thv positioned in the annulus with a gap between the distal valve alignment marker. Per the training manual, "before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker." Failure to follow instructions can result in improper deployment, as noted in the provided imagery. Due to the valve not being properly aligned between the valve alignment markers, the balloon inflated distally and led to an asymmetrical expansion of the thv. In this case, available information suggests that procedural factors (valve not aligned between markers and deployed) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.